Event description:
The customer reported image noise; horizontal lines appeared during inspection for a diagnostic gastroscopy procedure involving an olympus gastrointestinal videoscope. The procedure was completed with the same device. There was no report of patient injury.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.